Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During the periodic programming history review, it was noted that high impedance was observed on a system diagnostic test. The generator was implanted on (B)(6) 2012 and high impedance was seen on (B)(6) 2012. On (B)(6) 2012, the high impedance resolved.